Event description:
General report received of blood loss. It was reported that the "plastic spike" of smartsite access devices "breaks off" and stays inside the safeset port of the monitoring kits. The events happened in the presence of a clinician on each occasion. As a result, there was only some minor blood loss, arterial lines were changed, and therapies were resumed using new sets. There were no reported delay in critical therapy or adverse effects to the patients. Reportedly, there have been two official reports and an unspecified number of additional occurrences for which no details are known. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed. This report represents all the information known by the reporter upon query by hospira personnel.